Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was in the load process when a malfunction alarm occurred. There was no impact to the customers blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.